Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 432 mg/dl at the time of incident. Customer stated that insulin pump was having a hiccup sound when she was trying to deliver some insulin, it had a clicking sound that stops, sounds like cracking and the piece that is pushing the insulin was stuck. Customer stated the insulin pump had cosmetic damage. Customer stated the insulin pump rattles when they shake it. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08690 inches. Device primed and seated properly when the test reservoir was detected. No prime or fill anomaly or motor noise noted. No unexpected rattling noise noted when shaken. No loose components on the electronic assembly noted during visual inspection. Device was received with the case cracked behind the device at the corner of the belt clip rails and cracked battery tube threads.